Event description:
It was reported that the ventilator's touchscreen failed and calibrating it did not resolve the problem. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 24oct2019. Date of report: 25oct2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the touchscreen and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 31may2020. B4: 01jun2020. The replaced touchscreen was returned for failure investigation. The touchscreen was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/16/2019.

Event description:
It was reported that the ventilator's touchscreen failed and calibrating it did not resolve the problem. There was no patient involvement.